Event description:
It was reported that the patient alert was triggered due to high impedance and possible lead fracture. There were non-sustained ventricular tachycardia (nsvt) episodes that may have been recorded due to lead noise. The sensing integrity count was elevated, indicating lead oversensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for the rv (right ventricular) pace lead impedance greater than 3000 ohms on (B)(6) 2011. The daily pace lead impedance log data shows an abrupt increase for ventricular pace equal to 528 to 16382 ohms range between (B)(6) 2011. There were ventricular non-sustained tachycardia episodes less than or equal to 190 ms between (B)(6) 2009 and (B)(6) 2011. Ventricular short interval count equal to 803.7 counts avg/day, in 22.98 days, between (B)(6) 2011.